Manufacturer narrative:
(B)(4).

Event description:
Procedure: colon resection. According to the reporter: colon resection procedure: after setting-up on the idrive ultra (idrvultra1) with no problem, the doctor confirmed the jaws could not be closed completely even by pressing the blue button continuously. After our sales rep. In the operating room confirmed it could be considered to be normal conditions and possible for use in operations, it was used on patient. As a result, it could complete the first and the second firing with no problem. However the surgeon suspects it seemed to be impossible to grasp the tissue successfully. No patient harm. Operating time not extended. No additional tissue resection. No tissue damage. Nothing fell into the cavity. No bleeding. The device could be removed properly from the tissue. No reinforcement material used in conjunction with the stapling device. Last known patient status is stable.